Event description:
It was reported that: because of preexisting medical conditions, the pt was difficult to ventilate. Pt aspirated and was suctioned to clear the airway. User claims pt circuit was isolated during suction. There was a popping sound like hydraulics heard coming from of ventilator. The ventilator then posted an error. Tried to bypass ventilator and could not ventilate in bag mode. Switched the pt to an ambu bag. No pt injury.